Manufacturer narrative:
(B)(6). Service was dispatched to the site on (B)(4) 2011 to address this issue. The field service engineer replaced the cartridge chemistry sample probe and syringe barrel. The fse performed alignments on wash tower probes and ensured they were washing and vacuuming correctly. The fse performed speed alignment on mixers and executed precision assessments for chol and tg chemistries with acceptable results. Upon completion of the necessary, verified repairs the instrument was returned into operation. A definitive root cause for this event is unknown to date but, as the issue has not reoccurred, it is likely the repairs resolved the issue.

Event description:
The customer reported that an erroneously low cholesterol (chol) result was generated from a unicel dxc 600i synchron access clinical system for one patient's sample. The patient sample was referenced as "specimen two". There was no evidence provided by the customer that there was "specimen one" involved in this event. The initial low chol result was not reported outside of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Upon repeat on the same instrument the repeat chol result was higher, matched the patient's clinical history, was considered valid, and was reported outside of the laboratory. The customer also indicated that intermittent "blank absorbance high" triglyceride (tg) patient results were observed for twelve patients on (B)(6) 2011 which, upon repeat, recovered within the normal reference range. The "blank absorbance high" patient results were not regarded as erroneous as they were instrument suppressed results which did not give numeric results and hence could not be regarded as valid. All levels of chol and tg quality control results met customer established specifications during the timeframe of the event. Specific patient information and sample collection/handling information was not supplied by the customer.